Event description:
It was reported the patient had ¿stimulation flickering sensation¿ that had been occurring for about two months. The reporter stated that in the past few days it had gotten much worse. The reporter further stated the patient had to turn down stimulation to tolerate it. It was noted that all impedances were good except for electrode seven that was greater than 10,000 ohms. It was further noted the patient had two leads with one side programmed to 2-, 3+, 4-, and 5+ and the other side programmed to 10-, 11+, 12-, and 13+. The reporter stated the patient did note a different in stimulation sensation when palpating the implantable neurostimulator (ins) connection. The reporter further stated the flickering was much worse during that time. It was noted the flickering occurred no matter what position the patient was in. It was further noted that adaptive stimulation had been enabled. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2013, product type lead.

Event description:
Additional information received reported that the patient¿s pulse width was reduced and that resolved the flickering. If the manufacturing representative reduced the voltage, the patient did not receive enough stimulation. By reprogramming the pulse width, the patient was still receiving stimulation therapy. Additional information received reported that the patient complained of flickering. The stimulation had changed 6 months prior to the report. Impedance testing and reprogramming were performed, but the issue was not resolved. The device was replaced and the patient was fine.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the ins determined no significant anomaly. The ins was functionally okay.

Event description:
Additional information received reported that the patient had been experiencing a flickering or shocking sensation for 2 to 3 months prior to the report. The patient felt the flickering on her left leg. The patient¿s stimulation was to cover both legs, but only the left leg was feeling the flickering sensation. This sensation occurs with the stimulation on. The patient felt an increase in stimulation for 5 seconds and then back to her normal stimulation. Reprogramming had been done and the patient continued to feel the flickering. This could happen ¿over 20 times.¿ an x-ray was performed on (B)(6) 2014 and the lead was in a normal position. No fracture was seen. The patient¿s adaptive stimulation had been turned off for the past 6 months and the patient continued to feel the flickering sensation. The patient had the stimulation off for one week and felt fine. She did not feel a flickering sensation. Toward the end of may, the patient did not see a lightning bolt on her patient programmer, but was feeling the shocking sensation. The patient turned her stimulation on and off a couple of times before she finally did not feel the shocking sensation. The device did not have cycling. An impedance test was performed and contacts 0/14 showed greater than 10,000 ohms and 0/7 showed 979, compared to (B)(6) 2014 when it was greater than 10,000 ohms. When the stimulation was on, the patient pressed on the ins and she did reproduce the flickering sensation. If the stimulation was off, the patient pressed all over the ins pocket and header block, the patient did not feel any flickering sensation. The patient did not fall or experience any trauma during the timeframe when the flickering started.